Manufacturer narrative:
The medwatch report states the reported event occurred in 2012 however, steris was not made aware of the reported event until the medwatch report was received on june 27, 2017. A review of steris service records for the subject surgical table indicates that steris has not performed service or maintenance on the table since 2010. The surgical table was installed in 2005 and is serviced and maintained by the user facility. A steris service technician was dispatched to the user facility following the receipt of the medwatch report to inspect the cmax surgical table. The steris service technician inspected the surgical table and found it to be operating properly with no issues noted. The technician confirmed that the head section of the surgical table along with other attachments were properly secured. The surgical table was returned to service and no additional issues have been reported. During the technicians onsite visit he spoke with the user facility's biomed and or director regarding the importance of ensuring all attachments are properly secured to the surgical table prior to patient procedures. -

Event description:
The user facility reported via medwatch report (B)(4) that during a patient procedure the table's head section broke and fell. No report of injury.